Event description:
Pt reported experiencing a leaky connector connection since (B)(6) 2012. Pt stated her blood glucose level was too high at 20.6 mmol/l (371 mg/dl). Pt¿s normal blood glucose range is 6-8 mmol/l (108-144 mg/dl). Pt reported she took correction via the infusion device after the infusion set was changed. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.